Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose of 600 mg/dl or 700 mg/dl. The customer experienced symptoms like nausea of their high blood glucose. The customer treated with insulin and was treated for seven hours. Customer also stated that the insulin pump had no delivery alarm. Customer stated that they had emergency visit. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.